Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a battery problem alarm. Customer's blood glucose was unknown at the time of the incident. No further details provided. Troubleshooting was not performed. It was unknown if the pump is returning.

Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue.